Manufacturer narrative:
Information contained in this report was previously submitted through [asr/psr/410psr] on [(B)(6) 2010]. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection, neurological symptoms and myalgia

Event description:
Patient reported being diagnosed with "autonomic disfunction small fiber neuropathy" (neurological disorder) and fibromyalgia. Side was unspecified, this record is for the left side. Patient reported having been treated for a left breast infection. Healthcare professional later reported a removal due to "patient desired a bigger size". Device has been explanted.